Event description:
The device was returned to the service center for a report from the customer contact that the device "keeps alarming replace battery". This is not a reportable malfunction. However, during verification testing at the service center, channels 1 and 2 of the device alarmed with an e321 (battery charger timeout) error code. This error occurs when the battery cannot be fully charged within 8 hours.

Manufacturer narrative:
During testing, channels 1 and 2 of the device alarmed with an e321 (battery charger timeout) error code. The reported customer complaint of keeps alarming replace battery was duplicated in testing on channel 2. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.